Event description:
It was reported that the pt indicated the stimulation was ineffective and gave uncomfortable and painful sensations that were described as shocks or jolts. It was also reported the system had been functioning well, but was explanted due to the pt's fears of interferences with a future potential pregnancy. The physician explanted the complete spinal cord system. The pt outcome was "well" following the removal. The device was discarded at the time of removal.